Manufacturer narrative:
Correction: this information was inadvertently omitted from the initial report.

Manufacturer narrative:
Additional information: h3 plant investigation: although the cycler was reported to be available for manufacturer evaluation, to date the device has been received. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Should the cycler be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a liberty select cycler malfunction or deficiency related to the event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius that a pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired at home. There was no allegation the event was related to the deficiency or malfunction of any fresenius device or product. Multiple attempts were made to obtain the required information concerning this reported event; however, no additional information was obtained. There is currently no allegation that the use of a fresenius product or device may have caused or contributed to the patient¿s death. The patient's liberty select cycler was returned to the manufacturer following their expiration.